Event description:
No additional information has been provided.

Manufacturer narrative:
The unit has not been returned for in-person evaluation. This investigation was performed based on the provided x-ray. Moderate hypertrophy was visible in the provided x-ray image. The moderate hypertrophy has therefore been confirmed.

Event description:
No additional information provided.

Manufacturer narrative:
The device has not been returned nor has additional information been made available. A root cause is unable to be determined. Journal article citation: vogt, b., rupp, c., gosheger, g., eveslage, m., laufer, a., toporowski, g., roedl, r., & frommer, a. (2023). A clinical and radiological matched-pair analysis of patients treated with the precice and stryde magnetically driven motorized intramedullary lengthening nails. The bone & joint journal, 105-b(1), 88¿96. Https://doi.org/10.1302/0301-620x.105b1.bjj-2022-0755.r1.

Event description:
Information was received that a patient treated with an intramedullary nail in the left femur was observed to have grade 2, moderate cortical hypertrophy adjacent to the telescopic junction at 18 months postoperatively. There is no additional information available.